Event description:
It was reported that during a da vinci-assisted surgical procedure, a surgeon reports that during the surgical procedure the clamp stopped responding to the movement of the manipulators and observed that the pulley was loose, therefore, they had to complete the procedure with a reserve instrument of the same type. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the cable was loose and there was no patient harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis.